Event description:
A malfunction was reported, indicated by malfunction code 16-0x20e6, and identified by the distributor a. Import.sk s.r.o. In slovakia. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that the pump needed replacement, and a new pump with the serial number (B)(6) was provided to ensure continuous insulin delivery. The faulty pump's serial confirmation details and return instructions were not applicable, as the replacement process was managed directly by a speedy messenger service.